Manufacturer narrative:
The device implanted in this pt was not specified. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported by the plaintiff's attorney that on or about 2001, the plaintiff was implanted with an unk surgical mesh device for "stress urinary incontinence and pelvic organ prolapse". It was alleged that the plaintiff "suffered serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding". The plaintiff "has experienced significant mental and physical pain and suffering" and has "sustained permanent injury". The plaintiff "was caused and in the future will be caused to suffer severe personal injuries pain and suffering, severe emotional distress."